Event description:
It was reported to boston scientific corporation that an ultraflex non-covered tracheobronchial stent was used during a bronchoscopy with stent placement procedure on a (B) (6) male patient. According to the complainant, while attempting to deploy the stent, the suture line broke. No deployment of the stent was achieved. The procedure was completed with another ultraflex non-covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).